Event description:
Health care professional reported a left side deflation .device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease sharp opening assessed to a fold flaw opening, two opening striated assessed as to surgical damage, broken striated assessed as to surgical damage and missing piece of the shell. Additional observations: crease fold observed in the device. Wear abrasion observed in the device.

Event description:
Health care professional reported a left side deflation .device has been explanted.

Event description:
The device has been explanted.